Manufacturer narrative:
One (1) controller (con308655) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported intermittent power disconnect event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving multiple batteries. As a result, the reported " intermittent power disconnect" event was confirmed. However, the reported "unable to connect firmly to batteries" event could not be confirmed. The most likely root cause of the reported "intermittent power disconnects" event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power ports were unable to connect firmly to the batteries, causing intermittent power disconnects. The controller was exchanged. No patient complications have been reported as a result of this event.